Event description:
On november 28, 2006 the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The senior medical affairs specialist spoke with the patient on december 1, 2006 to obtain/clarify information. Two to four days prior to the day of concern, the patient's daughter dropped the meter and caused the segments to disappear from the bottom portion of the display. On november 23rd at 5:00 pm the legally blind patient obtained what he believed to be 213 mg/dl on the reported meter and administered 40 units of nph and 20 to 25 units of regular insulin (sliding scale) based on the meter result. Within an hour later he started having low blood glucose symptoms, such as, numbness is his fingers and feeling shaky. He tested and obtained a 177 mg/dl. Within minutes he tested on his brother's meter and obtained a 65 mg/dl. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. He drank soda, retested and obtained a 92 mg/dl (meter unk). Later that evening he obtained a result in the 300-mg/dl-range on the reported meter. The patient explained that since the bottom portion of the displayed readings was missing, it was difficult to distinguish the results accurately. No medical attention was sought. The patient confirmed that he does not experience symptoms with high blood glucose and develops symptoms of hypoglycemia at blood glucose of 65 mg/dl or 70 mg/dl. The customer care advocate (cca) verified that the calibration code and unit of measurement were set correctly. The patient was using the correct testing technique and using the correct technique for cleaning the puncture area. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a result that was interpreted as 213 mg/dl, administered insulin based on the result, developed symptoms of hypoglycemia, tested 177 mg/dl on the reported meter while another meter read 65 mg/dl, and was treated with soda.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.